Event description:
It was reported that the endcap appeared to have damaged the lead. Impedances on electrodes 0 and 3 were less than 50 ohms. The hcp was able to program around the low impedance leads. The patient had excellent therapy efficacy.